Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the ep lab for an ICD generator change and atrial lead replacement. The atrial lead exhibited high impedance and high threshold. Dislodgement was also noted under fluoroscopy. The lead was capped and replaced. The device had less than 6 months of battery longevity remaining. The procedure was successful and the patient left the room in stable condition.